Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited far-p wave and far-r wave oversensing, and the far-r wave oversensing resulted in the inappropriate auto-mode switch episodes. The programming changes have been discussed but not performed yet.

Manufacturer narrative:
¿Correction: the occupation should be "nurse" rather than "physician".